Manufacturer narrative:
Date rec¿d by MFR : 03mar2019. A n air/exhalation flow sensor was returned to philips for analysis. A visual inspection of the returned component was performed and found that the returned exhalation flow sensor revealed that the thermistor and heated film element had contamination. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the exhalation flow sensor thermistor rt1 contamination, heated film element contamination, and foreign debris on the heated film element. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19dec2018. The philips service engineer (se) inspected the device. The se confirmed the reported issue with a leak reading a low exhalation flow. The se found in the diagnostic logs codes for exhalation valve test failed and exhalation flow accuracy error. The se replaced the exhalation flow sensor and the ventilator passed all tests.

Event description:
It was reported that during use the ventilator had a high amount of leak. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The event date was not specified; estimate used.